Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred. Cause of the alarm was not known as customer reported to have interacted with the pump. Tandem technical support reviewed pump settings and confirmed customer had touched the pump screen within 9 hours. A pump reset was performed to address the event. Customer's blood glucose (bg) was 600 mg/dl and an insulin injection was administered to address elevated bg. Customer changed the pump supplies multiple times. Customer also reported that stress and the changing of the infusion set multiple times contributed to the elevated bg. Pump system check was performed and no other pump issues were identified.